Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was unable to detect that a defibrillation therapy cable was connected. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer advised physio-control that this device has been permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was unable to detect that a defibrillation therapy cable was connected. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was unable to detect that a defibrillation therapy cable was connected. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.